Manufacturer narrative:
(B)(4) 2015 05:02 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was opened and it was noticed that the tips were broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Blood was not observed on the device. A visual inspection determined that the heater wire was detached at the tip and flexed away from the hot jaw. The heater wire remained attached at the base of the jaw. Based on the returned condition of the device, the reported complaint was confirmed for ¿jaw / tip -bent heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was opened and it was noticed that the tips were broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.